Event description:
It was reported the intraocular lens was removed and replaced without complication due to the patient's refractive surprise and the improper diopter initially selected.

Manufacturer narrative:
Lens diopter measures correct as labeled. While we were unable to determine the cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.

Event description:
Patient began to have worsening incontinence requiring constant changing of pads 4-5 weeks after the procedure. The patient underwent a midurethral sling with some improvement.

Manufacturer narrative:
The iol was received and is currently undergoing evaluation by the manufacturer. The information received from the physician reasonably suggests, this event is not manufacturing related. The lens met manufacturing specifications prior to release.